Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise and pace impedance measurements of greater than 2500 ohms, as well as right ventricular (rv) noise and oversensing. The health care professional (hcp) discussed that it was known that the patient had atrial noise. Isometrics testing was performed and the rv and ra noise was reproduceable. Technical services (ts) discussed possible options. The device remains in service. No adverse patient effects were reported. Additional information was received that there was noise observed on the shock and rate sense portions of the rv channel as well as high shock lead impedance measurements that remained within normal range. Isometrics were performed again with pocket manipulation and this was unable to reproduce the noise on the rate sense portion of the rv lead. The patient was not pacemaker dependent at that time and denied having any symptoms. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise and pace impedance measurements of greater than 2500 ohms, as well as right ventricular (rv) noise and oversensing. The health care professional (hcp) discussed that it was known that the patient had atrial noise. Isometrics testing was performed and the rv and ra noise was reproduceable. Technical services (ts) discussed possible options. The device remains in service. No adverse patient effects were reported.